Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. The programmer was powered on overnight without any problem. No error was found in the error logs. The programmer passed functional testing. The power supply was replaced as a preventive.

Event description:
It was reported that the programmer randomly turned off. The programmer was returned for service. No patient complications have been reported as a result of this event.